Event description:
It is alleged that: "on (B)(6) 2011, a cook celect filter was positioned and placed in patient's inferior vena cava below her lowest renal vein. There were no complications at the time of implantation and patient was discharged home on (B)(6) 2011. On (B)(6) 2012, patient was admitted to (B)(6) after chest x-rays indicated a strut of her cook celect filter appeared to have fractured and migrated into her right lung. On (B)(6) 2012, doctors attempted to remove patient's cook celect filter, but could not traverse the filter. Shortly after patient's unsuccessful filter removal, she returned to her hospital room where she developed sudden disorientation and unresponsiveness. Over the next several days, patient became totally unresponsive. She remained hospitalized in a comatose condition for the next several weeks and was pronounced dead at midland memorial hospital on (B)(6) 2012."

Manufacturer narrative:
(B)(4). Catalog #: unknown but referred to as cook celect filter. No device, imaging studies or hospital or medical records have been available, and based on very limited information it is difficult to comment on the alleged filter fracture. It is reported that a filter leg had fractured. Changes to the filter configuration and to the filter placement are known to cause stress and possibly fracture to the filter wires due to e.g. Respiratory movements. Also, scientific literature describes that manipulation in the area of filter placement could contribute to changes in filter configuration. Fracture of the wire is an uncommon, but known risk in relation to filter implant. There is no evidence to suggest that this device was not manufactured according to specifications. The exact reason for the alleged filter fracture cannot be determined based on the limited information provided. Cook medical will continue to monitor for similar reports.